Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced "various issues" with the pump. Reportedly, the customer declined to discuss the issues and stated that the pump was "not for her". There was no reported impact to blood glucose.